Event description:
New information received on (B)(4) 2019 indicating that the patient presented for procedure on (B)(6) 2019. During the procedure, it was observed that the lead was not fully inserted into the device header. The lead was tested through the patient system analyzer and exhibited normal electrical values. The lead was re-connected to the device and was reused. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited episodes of noise oversensing. The patient did not receive high voltage therapy due to noise. No intervention was performed. The patient would be continued to be monitored